Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Occlusion and intimal dissection are known adverse events as listed in the hi-torque whisper guide wire instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the coronary stenting procedure an unspecified whisper wire was passed into a side branch of the left circumflex artery creating a dissection in the plaque. This resulted in occlusion of the side branch. No treatment was performed, and the side branch remained occluded. Collateral flow was confirmed on angiography. A xience v 2.5 x 28 mm stent was then implanted in the distal circumflex artery, jailing the occluded side branch. A second xience 2.5 x 23 stent was implanted into a more proximal position in the distal circumflex artery to complete the procedure. Approximately 8 months later, during a follow-up visit, angiography determined that the patient was experiencing asymptomatic ischemia and stenosis in a lesion unrelated to the 2 xience stents placed during the index procedure. No treatment was provided, and the condition is continuing. No additional information was provided.